Event description:
The facility reported a flogard infusion pump that presented an "alarm f38". It is unknown if this event occurred during patient use. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with alarm f-38 was confirmed by technical services at the customer site. The cause was determined to be a damaged right force sensing resistor, which was replaced to resolve the problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.